Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an ablation interventional procedure using a 10f sheath. Reportedly, the knot was above the skin. The knot was attempted to be advanced, but was not advancing below the skin. Hemostasis was achieved via a figure-of eight. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The positioning problem and failure to advance could not be confirmed as these are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible there was a malposition of the device which placed the suture in the subcutaneous tissue likely due to use in the vein as a mark there is minimal; however, this cannot be confirmed. The positioning problem is likely due to the mal position as there would not be a counter force to allow knot to move. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.